Event description:
Per vad coordinator, the patient was readmitted last week for gi bleed, hgb 4. Given blood transfusions, remained off asa, continued coumadin. No gi consult per the vad coordinator. Discharged home (B)(6) 2014. Continue to monitor as outpatient. On (B)(6) 2014: no further gi bleeds at this point. Stable and ongoing.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.